Event description:
The account generated (B)(6) architect havab igg results with a patient sample that repeated (B)(6). Patient 3 generated architect havab igg (B)(6) that repeated (B)(6). No specific patient information was reported. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 6c29, that has a similar product distributed in the u.s., list number 6l27. (B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.